Event description:
The hospital reported that during a coronary artery bypass procedure using vasoview hemopro 2. The heated metal part at the tip of jaw was peeled off, and it became impossible to properly pinch the blood vessel. The silicon insulator and metal part of the jaw have come off. Since the peeled silicon insulator did not fall into the body, there was no effect on the patient itself. The new vh-4000 was released and the operation was continued. There was no health hazard to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.